Event description:
It was reported that there was no capture, and artifact without capture, at attempted implant. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) preliminary testing revealed the device had telemetry but no output. Further testing confirmed the no output and found high current drain. Leakage was measured on the hybrid. However, the hybrid was damaged during continuing analysis, so a root cause for the no output condition could not be determined.